Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had just changed the reservoir set and it will not let him fill the cannula. Customer stated that it is looping him into the rewind. Customer's blood glucose was 202 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised to hold down the act button until they receive a 2nd series of beeps and/or numbers appear on the display. Customer heard beeps but did not see numbers. Customer stated that he did see insulin drip out. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no rewind anomaly noted. No prime fill anomaly noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.